Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 48/42 h on the left side on (B)(6) 2008 and revised on (B)(6) 2013 due to pain.

Manufacturer narrative:
Since this case is related to off label use there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on september 04, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and was revised on (B)(6) 2013 due to pain. Foreign material was found during visual inspection of the devices. No x-rays were received for evaluation. Visual examination - porous coating of durom acetabular component presented splotches of ongrowth, moderate, dark, third body material covering areas of ongrowth. Portion of femur attached to the post of the surfacing component. This bone is well fixed and cannot be separated by hand. The articulating surfaces also cannot be separated by hand. No signs of wear or corrosion could be seen with the limited access to the articulating surfaces and the base of the post. The durom femoral component is not approved for use with the durom acetabular cup for total hip surface replacement arthroplasty in the USA. Therefore this is an off label use. Zimmer (B)(4) considers this case as closed. (B)(4).